Event description:
Customer called in did not have the adapter with her but said that her housing had broken and the wire was exposed she is currently using someone else's pump.

Manufacturer narrative:
A replacement power supply was sent to the customer. Contact was not made with the customer to obtain add'l info regarding this event. The product involved in the complaint was not returned for eval/investigation. Therefore, no conclusion can be made as to the cause of the event at this time. Should add'l info or the original product be received, resulting in new, changed or corrected info, a f/u report will be filed at that time. As a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 4/4/2011. Complaints against this product are currently being investigated ((B)(4)) in order to determine root cause and will continue to be monitored.